Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer experienced sustained hyperglycemia with a highest recorded blood glucose of 423 mg/dl while using the ilet system, with no alerts reported and insulin observed dripping from the tubing upon a fill-tubing attempt; the customer detached and then changed the infusion site and later performed a full set change before returning to range. Symptoms included vomiting. Outcomes included temporary interference with normal activities due to nausea and management of high blood glucose, without hospitalization or professional medical intervention. Investigation included customer service troubleshooting, guidance to replace the infusion set, and follow-up verification that glucose returned to range after a complete set change. Investigation of this case revealed an unclear cause of hyperglycemia; field observations suggested a possible infusion set or tubing delivery issue given insulin dripping from tubing and resolution after a full change, but no device alerts were reported and no definitive device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.